Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. Initial visual inspection was performed and it was found that the hemostatic valve is dislodged and dilator was not returned. A second closer inspection found that hemostatic valve was pushed in into the hub. Friction ring appears to be without damage and is observed still in place. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. Customer complaint was confirmed. The root cause of hemostatic valve separation could be related to the procedure; however, this cannot be conclusively determined. Biosense webster manufacturer's reference number (B)(4) has two reports: (1) MFR # 2029046-2020-00704 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small ¿ 1st sheath). (2) MFR # 2029046-2020-00706 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small ¿ 2nd sheath).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with two (2) carto vizigo¿ 8.5f bi-directional guiding sheaths ¿ small and hemostatic valve separation issues occurred with both devices. It was reported that the valve on the first carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was leaking. As such, the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced, and the same issue occurred with the second carto vizigo¿ 8.5f bi-directional guiding sheaths ¿ small. The carto vizigo¿ 8.5f bi-directional guiding sheaths ¿ small was replaced again and the issue resolved. The case continued without further incident or harm to the patient. The root cause of the issue was presumed to be related to the carto vizigo¿ 8.5f bi-directional guiding sheaths; the carto 3 system was operating per specs. On 6/2/2020, additional information was provided which indicated that on the first carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small the soft valve leaflets appeared to be the part that was leaking. The leaflets appeared to have been pushed into the clear hub. The hemostatic valve/brim cap/hub did not detach from the sheath. The sheath was being inserted but did not have a catheter inserted yet. The bleeding was noted when the dilator was removed and prior to being flushed. Hemodynamics was not compromised due to bleeding (aprox. 3ml). No air was noticed to have entered the body. No intervention was required. On the second carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, the dilator was inserted at an angle possibly damaging the leaflets. On the final sheath, the tech was advised on proper insertion and preparation and the issue was no longer noted on the third sheath. The issue of hemostatic valve separation is considered to be an MDR reportable malfunction. On 6/4/2020, the complaint product (the second carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small) was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual inspection found the hemostatic valve dislodged. The finding of the hemostatic valve being dislodged has been assessed as an MDR reportable malfunction and is consistent with the customer¿s reported event.